Event description:
During IV insertion, the winged piece of the IV catheter was loose, so when inserting the IV into the baby the needle sheered through the catheter. This happened two times back-to-back on a patient. There also were 2 catheters that were sheered right out of the packaging. Ref report: mw5169643.